Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. A computerized tomography scan (CT) showed the hydrogel was placed in the right position on the base but towards the apex, it was observed very close to the lumen of the rectum. The hydrogel seemed to be placed in the rectal wall and the apex midland. The patient did not report symptoms. However, the patient's current condition is unknown. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a1502 captures the reportable event of gel misplacement non-vascular.